Event description:
A company representative reported that the tip of an aleutian an inserter inner shaft fractured off intra-operatively. The procedure was completed successfully with a five minute surgical delay and no adverse consequence to the patient.